Event description:
It was reported to boston scientific corporation in 2009, that a resolution clip device was used during an upper endoscopy procedure. According to the complainant, the resolution clip device would not open enough to clip around the tissue. The initial resolution clip device was removed from the patient. The procedure was completed with another resolution clip device. There has been no report of complications or injury as a result of this event. The patient's condition was reported as fine.

Manufacturer narrative:
Failure to open completely. The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.